Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that there was a speaker fault. It is unknown if the device produced audible sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. A replacement speaker was ordered and shipped to the customer site to resolve the issue. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).